Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received 35md/dl lower sensor scan results compared to 123md/dl readings obtained on hcp meter. Customer was unable to self-treat and was administered insulin by a hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.